Manufacturer narrative:
Analysis for mainframe found the customers reason for return has not been confirmed, the mainframe has been received in good cosmetic conditions, no deviations have been found. The latest software, newer version was installed. The device has been successfully tested according to manufacturer specifications. Analysis for patient interface found the wave washers were worn. The clip assembly was bent. The wave washer have been replaced and the clip assembly. The device has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device was not working properly. There was no patient impact.